Event description:
It was reported by the sales rep that post op lap gastric band procedure, the pt presented at the hospital with mild right upper quadrant pain (ruq) with intermittent pain and radiation to the back. A CT (computed tomography scan) was performed and thickened and edematous gastric wall as well as inflammation along the tubing of the lap band were found. The pt was also febrile. The pt was sent to the or (operating room), after the surgeon lifted the liver and saw the inflamed tissue, the band had to be explanted, gastric perforation patched and a g-tube was placed. The pt was discharged home in 2008 with home health care. On the following month, pt sent to a clinic for wound care assistance.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.